Event description:
It was reported that the needle broke off at the hub. The needles break off very easily when used to draw up medications and administer vaccines. No patient injury was reported.

Manufacturer narrative:
No product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review was performed, and found no discrepancies or anomalies relevant to the complaint. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).